Event description:
It was reported that a pump displayed system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed and reproduced the reported symptom of system error 322. This was caused by a failed lower auxiliary latch switch. System error 322 will occur when the pump transitions from the door open state to the door closed/set loaded state and the lower link switch does not activate. The lower auxiliary assembly was replaced.